Event description:
It has been reported to philips that, system would not start up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that the emergency switch was open. Fse checked the power in line ac and found it reached 418v ac. Fse instructed customer to add voltage regulator and adjusted input voltage to 380v ac. After that system was returned to normal condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion system to not boot up/start up or shut down. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. Fse instructed customer to add voltage regulator. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.